Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of low pressure. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre and observed the burned pca, scratched ui pannel, top enclosure contaminated, button scratched and center enclosure whit scratched. The customer complaint was not reproduced. There was one error has been identified.